Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08798. It was reported that the patient was symptomatic with loss of consciousness. The electrocardiogram in the emergency department (ECG) showed that the pacemaker exhibited loss of ventricular capture. The device was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2020. The patient's condition remained stable after the procedure and was discharged.